Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The carbon brushes and the tacho strobe were cleaned which solved the error message. In addition, the belt kit was replaced as a preventive measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-09-19 for the period of 2019-01-17 to 2024-09-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-17. The most probable root cause could be determined to dirt accumulation within the pump heads carbon brushes and tacho strobe because cleaning of them solved the issue. The review of the non-conformities has been performed on 2024-06-12 for the period of 2018-04-23 to 2024-06-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-23. Based on the results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The carbon brushes and the tacho strobe were cleaned which solved the error message. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-09-19 for the period of 2019-01-17 to 2024-09-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-17. The most probable root cause could be determined to dirt accumulation within the pump heads carbon brushes and tacho strobe because cleaning of them solved the issue. The review of the non-conformities has been performed on 2024-06-12 for the period of 2018-04-23 to 2024-06-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-04-23. Based on the results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. Since the reported failure could lead to an unintentional pump stop a report is required in us. Complaint ID: (B)(4).